Event description:
It was reported that a malfunction occurred on the pump, identified by code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction did not recur. The customer was informed to continue using the pump and was advised to call back if any issues reoccurred.